Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) mounting key is broken. It is not sealing/leaking. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4, d9(return to manufacture date), g3, g6, h2, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, he states customer reports leak error. Could not duplicate. Replaced safety disk block guide.full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part. Guide block with a reported unit failure of a broken guide block. The failure analysis and testing dept. Performed a visual inspection and found the guide block to be damaged. Retaining the guide block in the fat dept. Per procedure number (B)(4) rev.ar.

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.